Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the display on the roller pump went blank. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation is in process, but not yet complete.